Event description:
A report was received that a miniarc sling was implanted. As a result, the patient has, "suffered infection/inflammation tissue abrasion and other severe adverse health consequences." Additional information was reported that the product has caused the patient "severe and permanent bodily injuries and significant mental and physical pain and suffering, including but not limited to incontinence, vaginal infection, vaginal erosion/extrusion, dyspareunia and lower back pain."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.